Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: heartrail 6f il4. (B)(4) - incorrect prep. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience prime referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, non-tortuous, eccentric and 90% stenosed mid left anterior descending artery. After pre-dilatation and intravascular ultrasound was performed the 3.0x23mm xience prime stent delivery system (sds) was advanced to the target lesion; however, blood came into the syringe when air aspiration was performed in the patient anatomy. It was not confirmed whether the leak was in the shaft or the balloon area. The sds was changed to a 2.5x23 mm xience prime sds which was advanced to the lesion but it did not cross the lesion. The same sds was re-advanced to the lesion in combination with a guideliner; however, the stent delivery system stuck with the guideliner and was unable to be removed so the sds and the guideliner were removed from the anatomy together. The procedure was able to be completed with the advancement and deployment of a 2.25x23 mm xience prime sv stent without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. If bubbles persist, do not use the product.